Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection of the unit revealed that the safety mechanism had not been activated and the needle was exposed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6277682. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that this defect can be related to an incorrect safety activation by the user.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 22g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system did not activate during use. There was no report of injury or medical intervention.